Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the transmitter was not working anymore. He reported that there was no damage on the connection bridge but that there was a hairline crack on the transmitter. Customer also reported that the blood glucose reading had dropped to 47 mg/dl at lunchtime and had been as low as 47 mg/dl when riding his motorcycle another time. He stated that he made miscalculations about energy use. He also reported that the blood glucose had been as high as 287 mg/dl but declined troubleshooting for high or low blood glucose. Nothing further was reported.